Event description:
It was reported the distraction device was implanted in 2009, four days later, it was discovered the flex tube was broken. A revision surgery was performed to replace the broken flex tube. Through further investigation, the doctor believes the implant may have been damaged from the hospital staff moving the child.

Manufacturer narrative:
The user facility is foreign; therefore, a facility medwatch report will not be available. Review of device history records show that lot released with no recorded anomaly or deviation. Doctor indicated he thinks the failure occured from the hospital staff moving the child. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.